Event description:
It was reported that an alignment of the equipment is required, as it has been reported to be misaligned since the laser is not pointing correctly at the desired target. It was found that the arm mirror was damaged and that could cause the misalignment. There was no patient involved. The unit is out of service.

Manufacturer narrative:
As of today, the device has not been returned; therefore, no physical or visual analysis of the console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the internal and external components of the device. The fse found that the mirror of the micromanipulator was dirty. Additionally, the articulated arm was inspected and aligned. The arm mirror was found to be defective, as it was scratched and without the proper protective layer. The dirty micromanipulator mirror and the damaged articulated arm mirror could have led to a performance issue with the device, thus confirming the reported event. Based on the available information, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that an alignment of the equipment is required, as it has been reported to be misaligned since the laser is not pointing correctly at the desired target. It was found that the arm mirror was damaged and that could cause the misalignment. There was no patient involved. The unit is out of service.